Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the hospital for an unscheduled follow-up. Device interrogation revealed that the patient received inappropriate therapy for svt. The therapy induced a real ventricular tachycardia. Subsequent therapies delivered did not convert the rhythm. The patients rhythm slowed and return to sinus was detected. The device was reprogrammed and an induction test was successful. Patient condition was good at the end of the event.